Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient's father was advised to reset bluetooth, turn off all applications, uninstall and re-install g5 application, and then enter transmitter ID manually which was successful. No additional patient or event information is available.